Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Corrective/preventative action (CAPA) has been initiated. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 9336008. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch # 9336008 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that 3 syringe 0.3ml 31ga 8mm tw experienced hub separation from the device. The following information was provided by the initial reporter: syringe barrel and needle hub is separated.